Event description:
It was reported that the patient experienced problems with her vision when her device was first turned on. The patient's device has been reprogrammed, but things still felt "bouncy." The patient was placed on an antibiotic due to showing potential signs of an infection. Further information is being requested from the hcp.